Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump that showed the message 'keypad locked' which appeared automatically; this condition had the potential to interrupt delivery. This condition was used by sales and marketing. It is unknown when this event occurred. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. The software version is currently unknown at this time. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the customer?s reported condition of a colleague infusion pump that had the message "keypad locked" appearing automatically was confirmed by service. The cause of the reported condition was determined to be use/user error; the panel lock key was pressed by the operator. The panel lock key has been unlocked to fix the reported condition. This involved a colleague p1.7 infusion pump with user interface module master software version 7.12.00. A service history review revealed no previous service events were related to the reported condition. A device history review was performed finding an exception during manufacturing, however, the device was re-tested and found to be performing as designed.

Manufacturer narrative:
(B)(4). A 510k number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510k number. However, it is being reported because it is same as or similar to product distributed within the u.s. A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.